Manufacturer narrative:
Visual analysis, functional analysis, device history review, complaint history review; no issue was found with this device. It was determined to be a concomitant product.

Event description:
It was reported that; on (B)(6) 2016, xia3 surgery was performed for spinal deformity due to parkinson's disease. The t5 - iliac were fixed and the rod connectors were used for iliac. After that, the rod connectors broke and the rod perforated the skin. The revision surgery was performed on (B)(6) 2016. Exchange and adding of iliac screw has done. The blocker which inserted the right iliac screw was loose.

Event description:
It was reported that; on (B)(6) 2016, xia3 surgery was performed for spinal deformity due to parkinson's disease. T5 - iliac were fixed and the rod connectors were used for iliac. After that, the rod connectors broke and the rod perforated the skin. The revision surgery was performed on (B)(6) 2016. Exchange and adding of iliac screw has done. The blocker which inserted the right iliac screw was loose.